Manufacturer narrative:
(B)(4). Concomitant medical products: unknown monolithic g7 cup inserter. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09110. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip surgery, cup did not disengage from the inserter after impacting the cup into position. The surgeon had to remove the cup and the cup was not able to removed off of the inserter on the back table. A different impactor and a matching size multi-hole cup was used to complete the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI - (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.